Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. Patient was infusing blinatumomab and noted to have a crack in the tubing. Drug was delayed. It was stated this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of torn extension tubing was confirmed. The product returned for evaluation was one 20g powerloc max infusion set without y-site. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. Patient was infusing blinatumomab and noted to have a crack in the tubing. Drug was delayed. It was stated this occurred with five devices. This report addresses the first device.